Manufacturer narrative:
Patient contacted (B)(4) to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. Dor: (B)(6) 2010. (B)(6) 2011 - medical records were received. The postoperative diagnosis states: failed right total hip replacement secondary to multiple dislocations. It is noted in the operative report that there was a large amount of fluid within the hip joint. There was a diffuse synovitis reaction suggestive of reactivity to the metalic debris from the total hip replacement. The complaint was reopened to add product. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Medical records were received. The postoperative diagnosis states: failed right total hip replacement secondary to multiple dislocations. It is noted in the operative report that there was a large amount of fluid within the hip joint. There was a diffuse synovitic reaction suggestive of reactivity to the metallic debris from the total hip replacement.